Event description:
It was reported that the sensing integrity counter has been increasing since (B)(6) 2009, and that a few non-sustained ventricular tachycardia episodes with cycle length less than 220 ms had occurred. The device remains in use. There were no patient complications that were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data which revealed no anomalies found.